Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was unable to perform displacement test and test for compromised force sensor system alarm and history anomaly due to lcd damage. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, cracked reservoir tube and cracked belt clip slot.

Event description:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was unable to perform displacement test and test for compromised force sensor system alarm and history anomaly due to lcd damage. The insulin the customer reported via phone call that they received compromised force sensor system alarm. The customer reported that the compromised force sensor system alarm kept recurring. The customer's blood glucose was 357 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with glucagon shots. The customer stated that the compromised force sensor system alarm recurred during rewind. The customer stated that they were not able to do any kind of bolus due to the compromised force sensor system alarm. The customer stated that the compromised force sensor system alarm would recur when trying to refill the reservoir. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.